Event description:
It was reported that the subject device malfunctioned and noticed the focus ring was loose. The focus mechanism was loose for the surgeon and kept going out of focus because it was too loose. The issue happened during a cystoscopy procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, new findings of poor color image and a cut on the cable were discovered. A definitive root cause could not be identified. Based on the results of the investigation and information obtained from this complaint, the most probable cause can be traced to a component failure, which is expected or random component failure without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.